Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer reported blood glucose level was in the 280's (mg/dl), which was addressed with a manual injection. It was confirmed that the customer will use manual injections as alternate insulin therapy.